Manufacturer narrative:
The report of low speed events was confirmed based on the submitted system controller log file. The log file, dated (B)(6) 2017, contained approximately 6 hours of data and captured numerous low speed hazard events while the system was supported by the grounded patient cable and power module. Based on our complaint history and similarly reported events, the captured events appeared consistent with a potentially compromised wire in the patient's driveline; however, the root cause could not be conclusively determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient age was not provided. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on approximately (B)(6) 2017, the patient heard alarms from the system controller. The patient presented to the hospital, and upon interrogation of the device, some episodes of elevated pump powers, low speed and low flow conditions were observed. The alarms reportedly only occurred when the lvad system was connected to the power module; no alarms occurred on battery power. A new power module and a new power module patient cable were provided to the patient. The patient¿s lactate dehydrogenase (ldh) levels were normal, the echocardiogram was normal, and the patient felt well. The patient was discharged. The patient returned to the clinic on (B)(6) 2017 with continued alarms. The patient was observed for about one hour with the lvad system connected to the hospital power module and at least 5 episodes of the alarm conditions occurred. The system controller was exchanged but the alarms continued. The patient reportedly did not feel well and was admitted to the hospital; no specific symptoms were provided. X-rays were reviewed with no obvious defects to the percutaneous lead (driveline); however, there was a significant bend in the driveline which appeared to be internal to the patient, just proximal to the exit site. An issue was suspected with the driveline. The patient was provided with an ungrounded patient cable for use with the power module. No further information was provided at the time of this report.